Event description:
This case was initially received via regulatory authority health authorities - (B)(6) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstrual periods") and metal poisoning ("intoxication with chrome") in a female patient who had essure (batch no. B26271) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 2011. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), migraine ("migraines"), polymenorrhoea ("short menstrual cycle at 20 days"), vaginal discharge ("malodorous white vaginal discharge"), dyspnoea ("shortness of breath"), groin pain ("pain in right groin") and abdominal distension ("abdominal distension"). In 2014, the patient experienced thyroid disorder ("major thyroid dysfunction"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), fatigue ("intense chronic fatigue"), irritability ("irritability"), weight increased ("weight gain"), eczema ("eczema in right ear"), visual impairment ("visual disturbances"), eye irritation ("burning sensation in eyes"), myalgia ("muscle pain in thighs and calves"), amnesia ("memory loss"), pruritus ("itching at night"), diarrhoea ("diarrhoea"), blood calcium increased ("elevated blood calcium") and allergy to metals ("allergy to chrome and tin"). The patient was treated with surgery (on (B)(6) 2016, removal of inserts on subtotal hysterectomy and bilateral salpingectomy) and surgery (ablation of parathyroid). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, metal poisoning, menorrhagia, polymenorrhoea, vaginal discharge, dyspnoea, groin pain, abdominal distension, fatigue, eczema, eye irritation, amnesia, blood calcium increased and allergy to metals outcome was unknown, the migraine, irritability, visual impairment, myalgia, pruritus and diarrhoea had resolved and the weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, blood calcium increased, diarrhoea, dysmenorrhoea, dyspnoea, eczema, eye irritation, fatigue, groin pain, irritability, menorrhagia, metal poisoning, migraine, myalgia, polymenorrhoea, pruritus, thyroid disorder, vaginal discharge, visual impairment and weight increased to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had painful menstrual periods and intoxication with chrome. She underwent removal of inserts on subtotal hysterectomy and bilateral salpingectomy. Painful menstrual periods is anticipated in the reference safety information for essure, intoxication with chrome is unanticipated. Pain (e.g. Pelvic , abdominal, menstrual) of varying intensity and length of time may occur following essure placement. Given the nature of the event painful menstrual periods and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Considering the nature of the event intoxication with chrome and essure composition, causality was excluded. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority health authorities - ansm (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstrual periods") and metal poisoning ("intoxication with chrome") in a female patient who had essure (batch no. B26271) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since (B)(6) 2011. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), migraine ("migraines"), polymenorrhoea ("short menstrual cycle at 20 days"), vaginal discharge ("malodorous white vaginal discharge"), dyspnoea ("shortness of breath"), groin pain ("pain in right groin") and abdominal distension ("abdominal distension"). In (B)(6) 2014, the patient experienced thyroid disorder ("major thyroid dysfunction"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), fatigue ("intense chronic fatigue"), irritability ("irritability"), weight increased ("weight gain"), eczema ("eczema in right ear"), visual impairment ("visual disturbances"), eye irritation ("burning sensation in eyes"), myalgia ("muscle pain in thighs and calves"), amnesia ("memory loss"), pruritus ("itching at night"), diarrhea ("diarrhea"), blood calcium increased ("elevated blood calcium") and allergy to metals ("allergy to chrome and tin"). The patient was treated with surgery (on (B)(6) 2016, removal of inserts on subtotal hysterectomy and bilateral salpingectomy) and surgery (ablation of parathyroid). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, metal poisoning, menorrhagia, polymenorrhoea, vaginal discharge, dyspnoea, groin pain, abdominal distension, fatigue, eczema, eye irritation, amnesia, blood calcium increased and allergy to metals outcome was unknown, the migraine, irritability, visual impairment, myalgia, pruritus and diarrhoea had resolved and the weight increased and thyroid disorder was resolving. The reporter considered abdominal distension, allergy to metals, amnesia, blood calcium increased, diarrhoea, dysmenorrhoea, dyspnoea, eczema, eye irritation, fatigue, groin pain, irritability, menorrhagia, metal poisoning, migraine, myalgia, polymenorrhoea, pruritus, thyroid disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number b26271 manufacturing date: apr-2013 expiration date: 30-apr-2016. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc company causality comment this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had painful menstrual periods and intoxication with chrome. She underwent removal of inserts on subtotal hysterectomy and bilateral salpingectomy. Painful menstrual periods is anticipated in the reference safety information for essure, intoxication with chrome is unanticipated. Pain (e.g. Pelvic , abdominal, menstrual) of varying intensity and length of time may occur following essure placement. Given the nature of the event painful menstrual periods and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Considering the nature of the event intoxication with chrome and essure composition, causality was excluded. Non-serious events were also reported. A product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.